Event description:
Per pharmacist's narrative, veteran reports pain with injection using 32g, 4mm pen needles with lantus (larger doses 55-60 units). Tolerate use with smaller novolog pen doses. Likely pain is related to amount of fluid injected per dose with 4mm needle length. Requesting use of 8mm (5/16 in) pen needles for lantus pen. If ok and cost the same, veteran can use 8mm needles (if approved) with novolog as well to avoid confusion. Would need qty 400 for 90 days. Used pen needle as directed for insulin injection; 1 units - prn - sq: (B)(6) 2018 through (B)(6) 2018. Event abated after use stopped or dose reduced? Yes.